Manufacturer narrative:
(B)(4). A test lung was used to check the device and the condition was reproduced. The evaluation and repair of the ventilator is yet to be completed.

Event description:
It was reported that during use a ventilators mandatory ventilation triggered early at the end of inspiration and the circuit disconnect alarm was generated. The circuit was replaced but the condition did not change. The device continued ventilating/cycling. The patient was removed from the ventilator and transferred to a different ventilator. There was no negative patient outcome (harm/injury) reported as a result of this event.